Manufacturer narrative:
(B)(4). The device was received for evaluation filled with the administered solution for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow testing using gravity was performed with no issues detected; the solution correctly flowed through the tubing with no air bubbles or leak identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set had air in its tubing during patient infusion. There was no serious patient injury or medical intervention associated with this event. After testing, the device was reported to be porous. No additional information is available.